Event description:
There was a type I endoleak with the valiant. The patient is still in the hospital with fever and inflammation continuing. The valiant stent graft was explanted approximately one month after implant and is being retained by the hospital. For the explanted valiant, infection has been confirmed. The device was explanted due to preventing infection and esophageal perforation. Infection is being controlled with medicine at this time.

Manufacturer narrative:
(B)(4)

Event description:
Reported at a conference of jes (japan endovascular symposium). It was reported that the patient had chest pain, dysphagia, and slight amount of hematemesis, there was a thoracic aortic aneurysm. The aneurysm was 56mm in diameter and there was also an esophageal rupture (20cm from incisor, longitudinal ulcer and slight amount of hematoma). Since patient had a taa and esophageal rupture, tevar was decided for the purpose of hemorrhage control. It was planned to have bridge to surgery and it would be preferable to be given treatment gradually for the purpose of replacement of synthetic vessel. It was reported that an urgent tevar with another manufacturer¿s stent graft was performed. The device was inserted from left inguinal and was implanted so as to not cover the left subclavian artery. The patient outcome was fine and there was no endoleak. Finding for inflammation was once improved, but it was worsened after that. It was diagnosed as possible infection of the taa- esophageal by CT check. A esophagectomy + caulescent omental packing was performed. Omental was packed for site which seemed to not resolve the aneurysm and fistula. Intermittent intrapleural hemorrhage was started 1 week later after surgery. It did not improve by repeat open surgery for hemostasis and intercostal artery coiling. There was no significant type I endoleak, but it was highly possible to be type I endoleak. Therefore additional tevar with a valiant stent graft was performed. Finding during tevar confirmed change in aortic wall at slightly proximal side of tag and no type I endoleak. The valiant stent graft was implanted to cover the subclavian artery at slightly proximal side. The infection spread led to a type I endoleak and stenosis for bronchus with hematoma which was caused by type I endoleak. It was decided to remove the stent graft and replace the ascending arch and descending aorta. Distal arch had 3cm hole with hematoma around it. The patient was in a bacterial shock due to (B)(6) + mdrp after that, but the condition improved and the patient recovered. The patient is being treated in the general ward and is intermittently experiencing a fever and rising inflammation.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel occlusion, fever, hematoma, infection) unapproved use of device (pre-implant infection), (cause of events is unknown). Conclusion: inherent risk of procedure (vessel occlusion, fever, hematoma, infection), off ¿label, unapproved or contraindicated use (pre-implant infection), (cause of events is unknown).